Event description:
Consumer used product on her lower back in 2007 and left it on for 5-6 hours. Product caused three 2nd degree burns on back. After 4 days went to her doctor for treatment. She has seen doctor 3 additional times over six weeks while burn was healing. Product was initially identified incorrectly by consumer as an otc medicated patch. Incident 093469.